Event description:
The customer reported that they had a light handle cover fall into a patient.

Manufacturer narrative:
Describe event or problem: the customer reported that they had a light handle cover fall into a patient. Deroyal: the manufacturer, brentwood industries, has been notified of the reported issue. The investigation into the root cause is in process.